Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The patient began radiation 3 weeks prior to (B)(6) 2021. The patient felt discomfort in pelvis and increased urination 2 weeks into radiation therapy. A rectal exam was performed and pus was excreted. A computed tomography (CT) was performed and shows an abscess in the patient's penile bulb. The patient was placed on levaquin with no progression of his symptoms but no improvement either. The abscess appeared to be in the tract where the fiducials and space-oar were placed. The patient's radiation therapy has been halted. The patient was scheduled to receive an incision and drainage of the abscess on (B)(6) 2021.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e 9000 captures the reportable event of abscess. Clinical code e 1906 captures the reportable event of infection. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed block h11: correction of block b1, b5 and block h6 (device code) based on review of complaint on january, 4th 2022.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The patient began radiation 3 weeks prior to (B)(6) 2021. The patient felt discomfort in pelvis and increased urination 2 weeks into radiation therapy. A rectal exam was performed and pus was excreted. A computed tomography (CT) was performed and shows an abscess in the patient's penile bulb. The patient was placed on levaquin with no progression of his symptoms but no improvement either. The abscess appeared to be in the tract where the fiducials and space-oar were placed. The patient's radiation therapy has been halted. The patient was scheduled to receive an incision and drainage of the abscess on (B)(6) 2021. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Correction based on review of complaint on january, 4th 2022. The gel and fiducials were incorrectly placed below the prostate.